Manufacturer narrative:
Analysis not required .

Event description:
It was reported that the right ventricular (rv) lead was explanted. During the procedure, the atrial lead was damaged so it was explanted. No patient complications have been reported as a result of this event.